Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2007. The lens was explanted at approx one week later, due to excessive vaulting. Subsequently, the pt experienced elevated iop, acute glaucoma, narrowing of the angle and shallowing of the anterior chamber. An iridectomy was performed. The lens was exchanged for a shorter lens. The pt's current best-corrected visual acuity is 20/40.